Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station drawer was failed. The field service engineer (fse) kept the station running and opened all tower doors to intentionally trigger failures. After closing the doors, client logged in and successfully recovered all drawers. The station operated normally after recovery. The system functioned as intended after the field service engineer (fse) had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer had failed and could not be recovered because it did not appear as available for recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.